Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery sue to unspecified reasons. During the procedure the existing ipp was removed and a new tactra penile prosthesis was implanted. No information was provided about the patient's outcome. It was further reported that the device stopped working leading to the procedure as the tubing disconnected within the body. The patient did not experience any adverse events and was said to be doing well after the procedure.